Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture, lead dislodgement and undersensing. An x-ray confirmed micro- dislodgement of both leads. It was suspected that patient movement was the cause for the dislodgement. The lead was repositioned.